Manufacturer narrative:
Results - bd received 3 pictures for investigation. On visual inspection of the three pictures it can be observed leakage past the stopper in 50pf syringe while infusion in pump. Ten retained samples of 50pf lot 1705208p are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them that could cause leakage. The stopper is correctly assembled to the plunger in the ten samples. Leak test is carried out with the 10 retained samples according to procedure pc-039 and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso7886 annex d, a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ 50 ml perfusion syringe was found leaking during use. There was no report of injury or medical intervention.